Manufacturer narrative:
The device was available for evaluation. The implant was in good condition with minimal signs of wear and tear. The bearing surfaces on the core and endplates were in good condition with no signs of deformation. There was minor deformation around the edges of the core which is consistent with using general surgical instruments to remove the core from the disc space. It was reported that the surgeon cut the keels using the broach followed by the chisel. Following the keel cut step, the surgeon used the nerve hook to clear out any remaining bone from the keel cuts. The implant was loaded onto the implant holder, while impacting the implant into the disc space it was noticed that superior endplate was not as posterior as the inferior endplate. The implant holder was disconnected and the single endplate positioner was utilized in an attempt to move the superior endplate more posterior. There was not much movement on the first and second taps, but when the surgeon hit the positioner a third time more aggressively, the superior endplate moved diagonally posteriorly and landed on the dura. The surgeon pulled the implant out with a rounger and performed an acdf with hedron c and xtend plate with screws. There were no adverse effects to the patient. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a secure-c implant needed to be removed after being dislodged intraoperatively.